Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. B71771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight and tubal ligation. In (B)(6), the patient had essure inserted. In (B)(6)2014, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain,right side"), alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6), the patient experienced hand fracture ("broken finger"). In (B)(6), the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, alopecia and weight increased had resolved and the dysmenorrhoea, menorrhagia, fatigue and hand fracture outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, hand fracture, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the 2 coils were again removed and then finally we removed both of the tubes through the trocar without any difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in (B)(6)2014: results: total bilateral occlusion.; in (B)(6): results: proper placement.. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received lot number added. Date of lab result and onset date of event were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight and tubal ligation. In 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding, abnormal vaginal bleeding"), abdominal pain ("abdominal pain,right side"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In 2015, the patient experienced hand fracture ("broken finger"). In 2016, the patient experienced weight increased ("weight gain"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, alopecia and weight increased had resolved and the dysmenorrhoea, menorrhagia, fatigue and hand fracture outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, hand fracture, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in 2014: proper placement.; on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-jul-2018: plaintiff fact sheet received. New event broken finger was added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. B71771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight and tubal ligation. In 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain,right side"), alopecia ("hair loss") and fatigue ("fatigue"). In 2015, the patient experienced hand fracture ("broken finger"). In 2016, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, alopecia and weight increased had resolved and the dysmenorrhoea, menorrhagia, fatigue and hand fracture outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, hand fracture, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the 2 coils were again removed and then finally we removed both of the tubes through the trocar without any difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: total bilateral occlusion.; in 2014: results: proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and tubal ligation. In 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain,right side") and alopecia ("hair loss"). In 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, alopecia and weight increased had resolved and the dysmenorrhoea, menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: new reporter, patient demographic information, product indication updated, concomitant disease, new events menorrhagia, fatigue and weight increased added. Outcome for the events vaginal haemorrhage, weight increased, alopecia, pelvic pain and abdominal pain were added as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles") and alopecia ("hair loss"). The patient was treated with surgery (underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, dysmenorrhoea and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.